Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture was not returned, the reported suture break could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A search of lot history record did not reveal any non-conformances associated with this lot. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the information reviewed, there does not appear to be any indication of a product quality deficiency.

Event description:
Subsequent to the initial medwatch report the following additional information was received: it was reported that placement of the proglide device suture was attempted in the right common femoral artery using the preclose technique prior to an angioplasty in the superficial femoral artery and popliteal. The arteriotomy was a 6f and remained a 6f sheath during the interventional procedure. Reportedly, a suture break occurred. Hemostasis was achieved using manual arterial compression. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not reported. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.